Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results conform according to (B)(6) regulation. A preliminary device evaluation noted minor wear and tear on the scope . The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this evis exera lll colonovideoscope, the user facility detected an unexpected contamination. The hmi (hygiene microbiological investigation) report indicated the channels of the scope were cultured and on (B)(6) 2021, tested positive for greater than 100 colony forming units (cfu) klebsiella pneumoniae, pseudomonas aeruginosa and escherichia coli. On (B)(6) 2021, 2 (cfu) environmental saprophytic flora, 100 (cfu) klebsiella pneumoniae and pseudomonas aeruginosa. On (B)(6) 2021 enterobacter cloacae 8 (cfu), environmental saprophytic flora 6 (cfu). The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Event description:
Correction to the initial report. The customer hmi (hygiene microbiological investigation) results were as follows: test date: (B)(6) 2021, results: >80 ufc/100ml enterobacter aerogenes in all channels. Test date: (B)(6) 2021, results: >80 ufc/100ml in all channels.

Manufacturer narrative:
Correction to initial report, customer hmi results. Correction to investigation findings code. This report is being supplemented to provide additional information based on the customers cleaning disinfection, and sterilization (cds) practices. The subject device water cannel was suctioned prior to being cleaned with paa detergent and cln disinfectant in a soluscope aer. The device was hung vertically in a hysis drying cabinet. Olympus is the maintenance provider for the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.